Manufacturer narrative:
H.6. Investigation summary: evaluation statement it was reported tubing completely separated from connector while on a pump, with leakage. Received from the customer was one used primary set model 2420-0007 lot 18056718 (with its packaging pouch). Note: the pcu and device pump module that were in use at the time of the customer event were not returned for investigation. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. During visual inspection of the set received it was observed that the silicone segment part number (p/n) 12088541 was completely separated/torn away from the upper fitment p/n tc10008721 with jagged appearances noted on each corner of the silicone segment. The ring retainer p/n 601316-000 and a piece of silicone were still present on the upper fitment. No other anomalies were noted during visual inspection. Fluid was observed leaking from the tear. Functional testing was not necessary as it is obvious that a leak would occur from this separation. Device history record for model 2420-0007 lot 18056718 shows that the set was manufactured on 12 may 2018 with a total of 11,523 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Root cause analysis: the customer report that the tubing completely separated from connector and leaked was confirmed upon visual inspection. The root cause of the observed damage was not identified. Investigation conclusion: the customer report that the tubing completely separated from connector and leaked was confirmed upon visual inspection. Note: the pcu and device pump module that were in use at the time of the customer event were not returned for investigation. During visual inspection of the set received it was observed that the silicone segment part number (p/n) 12088541 was completely separated/torn away from the upper fitment p/n tc10008721 with jagged appearances noted on each corner of the silicone segment. The ring retainer p/n 601316-000 and a piece of silicone were still present on the upper fitment. Although the root cause of the silicone segment damage could not be definitively determined, previous investigations have shown that this damage may be a pre-existing condition of the silicone raw material, or can occur during manufacturing, set loading or as a result of excessive stretching or pulling of the tubing during use. Pump segment issues are currently being investigated and will be addressed under systemic failure investigation for pump segment (dir 10000335005). H3 other text : see h.10

Event description:
It was reported that as lvp 20d 2ss cv tubing separated and leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch #: 18056718 it was reported tubing completely separated from connector while on a pump, with leakage. Customer: was there patient harm? There was no patient harm, but the insulin drip that was supposed to be running was not. Rn realized quickly that there was a problem and got another IV tubing set for the drip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated and leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch #: 18056718. It was reported tubing completely separated from connector while on a pump, with leakage. Customer: was there patient harm? There was no patient harm, but the insulin drip that was supposed to be running was not. Rn realized quickly that there was a problem and got another IV tubing set for the drip.